Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were intermittently responsive on the insulin pump. Customer also reported a button error alarm occurring several days prior. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.